Event description:
It was reported that the oxygen and air inlet couplings were reversed on the giraffe stand alone resuscitation (star) unit. The issue was discovered by the biomedical engineer at the hospital during installation. The device was taken out of service. There was no report of patient involvement.

Manufacturer narrative:
The device in question was returned to ge healthcare for evaluation. Engineering confirmed that the primary air and oxygen (o2) gas inlet fittings were reversed and incorrect on the device, while the secondary air and o2 gas inlet fittings were correct. The operator's manual was reviewed and the instructions for installation of gas hoses were found to be adequate. Additionally, the risk of an incorrect fitting would be mitigated as there are warnings in the manual that require the user to use an independent oxygen analyzer to test the blended gas mixture before placing the device in service. There are also warnings in the manual that instruct the user to use a pulse oximeter if o2 is being used. Ge healthcare is evaluating the current use of a nist (european gas fitting) gage for product release. The nist gage appears to be ambiguous due to the design of the air and o2 fittings. A CAPA has been opened related to this.